Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part numbers were not provided. The reported additional therapy/non-surgical treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported through a research article, identifying the vision stent delivery system, that may be related to the following: revascularization. Details are listed in the article, titled instantaneous wave-free ratio-guided paclitaxel-coated balloon treatment for de novo coronary lesions.